Event description:
It was reported that when patient presented in in the hospital for reasons unrelated to the device. Upon device interrogation, post-paced t-wave oversensing on the ventricular lead was observed. The oversensing was noted on multiple stored nsrvo egms. The patient did not receive therapy during the oversensing. Programming changes were made and the patient was stable.